Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
While intubating the patient there was cuff damage which might have been caused by the use of a laryngoscope during intubation. No adverse event or required intervention was reported.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presented a small tear. All manufacturing controls were found acceptable and effective to detect the reported failure mode.